Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing a lancet holder damaged issue with his one touch lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject lancing device began on an unspecified day "last week." He stated that he manages his diabetes with insulin (self adjuster) and due to the alleged issue, "last week" he skipped his usual dose of lantus (70u) medication. The patient claimed a "couple of days" after the alleged issue started he felt "lightheaded, nauseated, thirsty and was frequently urinating." In response to his symptoms, on (B)(6) 2011, at 3 pm, he reportedly went to the emergency room (ER) where his blood glucose was tested with an ER meter and a result of over "400 mg/dl" was obtained and which was treated with IV fluids and insulin (20u). During the initial call with customer service, the agent noted that there was no information of misuse. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 (12/14/2011)-device evaluation: the lay user/patient's lancing device has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the lancing device involved with this complaint failed testing. The lancet holder was damaged. Therefore, the complaint is confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.